Event description:
It was reported that during the implant of the implantable cardiac defibrillator routine defibrillation threshold testing was performed and was unable to convert the patient¿s rhythm. The patient was externally defibrillated and was restored to normal sinus rhythm. The patient spontaneously went back into ventricular fibrillation and required external defibrillation once again. The patent was intubated and admitted to the intensive care unit where after eight days was withdrawn from support and expired.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 6947m62, implanted: (B)(6) 2013; product ID: 5076, implanted: (B)(6) 2013. (B)(4).